Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were low between the ranges of 68-72 mg/dl. Customer treated low bgs by consuming a snack. Customer's contact is communicating with a healthcare provider regarding changing pump settings. Customer has also been working with a clinical diabetes specialist to address low bgs and pump settings.